Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject devices have not been returned to omsc but were returned to olympus europa se & co. Kg (oekg) for evaluation. In the evaluation of oekg the following was confirmed; the distal end broken. Ig bundle is damaged. There is a poor water-tightness. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The cause has not been identified, but it is presumed that it may have been caused by handling the product. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
On (B)(6) 2019, olympus medical systems corp. (Omsc) was informed the following information: the subject device suddenly showed difficulty in angulating the bending section during the retrograde intrarenal surgery (rirs). The tip of the subject device was damaged and got stuck in the ureteral access sheath (retrace sold by coloplast) when removing the subject device from this sheath. Since the procedure could not be continued, the procedure will be repeated. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.